Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2007." Patient outcome: it is alleged that "[pt] was injured without further explanation." Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2007." Patient outcome: it is alleged that "[pt] was injured without further explanation." Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4).

Event description:
This additional information received on 2/22/2017 as follows: patient was treated for pulmonary embolism w/contraindication anticoagulation. Patient is alleging shortness of breath, chest pain. Patient alleges to have a lot of pain extending from the area near the filter towards his feet. It is reported that this is due to new blood clots being detected.